Event description:
Product analysis was completed on the returned lead. The lead fracture allegations were confirmed in the pa lab. During the visual analysis the marked (+) coil was found to be broken at the end of 1st portion. The broken coil end was dark and pitted; due to the condition of the coil end, a fracture mechanism could not be ascertained. The marked (+) coil break mate was located on 2nd portion; the break appeared to be a stress induced fracture. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. The lead assembly has dried remnants of what appear to have once been body fluids inside the outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified abraded opening and cut/torn ends. Fluid leaks will be captured. Other than the abraded opening and broken coil, the condition of the returned lead portions are consistent with conditions that typically exist following an explant procedure.

Event description:
The suspect device was received but product analysis is still underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and when their device was checked, high impedance and low output current was observed. The recent increased seizures were alleged to be due to the high impedance. X-rays of the lead were ordered. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a full revision due to high impedance. While in the or, the 104 was disconnected from lead, lead pins cleaned off, and reconnected. System diagnostic test still displayed the same results as preop interrogation. The surgeon then removed the old lead and didn't notice any visible breaks or fractures but observed that the anchor tether was not attached to the nerve. Please note that the anchor tether being detached would not cause high/low impedance since it is just a stabilizing piece of the lead. He also observed a good amount of calcification around the lead where it was connected to the generator. The impedance was within normal limits (1708 ohms) once the new generator and lead were implanted. The explanted lead has not been received by product analysis to date.